Event description:
Reporter indicated that a physician's programming system would not communicate with any of his patients' generators. A different programming system was used to successfully communicate with all of the patients. Good faith attempts for the return of the device have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.